Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) on (B)(6) 2018. The cause of the ins coming out of the original pocket was not determined. The ins pocket revision was performed on (B)(6) 2018. To their knowledge the patient has been able to connect without any issues following the pocket revision. The patient had not followed up with them regarding their symptoms. The cause of the increase in recharge frequency was due to the battery not being in a position in the initial pocket to allow for adequate charging. The recharger interval improved after the patient was taken back to surgery and battery was positioned in a new pocket. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that three days after the (B)(6) 2018 implant surgery, the patient had tried finding the ins in their back to charge it because the charge was at 30%, but they were having difficulty because they couldn't find the ins, and therefore could not recharge the ins. The controller displayed no device found (screen 16) and poor recharge quality (screen 76). Troubleshooting had been performed but had not resolved the poor recharge quality screen. They contacted a manufacturer representative (rep) on a friday or so ((B)(6)). On (B)(6) 2018, the rep met with the patient, and tried recharging the ins but the quality of coupling was poor and they kept getting the reposition the ins message. It was discussed that the significant amount of swelling from the implant procedure could be part of the reason. It was noted the patient still had staples over the incision but no bandages. The patient had been told it was okay for them to start charging despite having an unhealed wound. They were told to wait until sunday to charge but on that sunday ((B)(6) 2018) they could not charge because they could not find the ins. The patient then went in to see their pain management doctor on (B)(6) 2018, who told them that it looked like the ins was coming out of the pocket. The caller reported the ins did not stay in the spot it was originally implanted in because there was an issue with the pocket. The patient had to go back in and have the ins put in a different spot. No further complications were reported or anticipated.